Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, during intraocular lens (iol) implant procedure, some part around optic was found missing during ia after insertion. Surgery was completed with no product replacement. The implant remains in the patient's eye. Additional information has been requested; however, further information has not been received.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The file indicates the use of a qualified cartridge. The file also indicates the use of a non-qualified viscoelastic. The root cause may be related to a failure to follow the instruction for use (IFU). The viscoelastic indicated is not qualified for the lens/company cartridge combination used. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Company recommends using the qualified company cartridge iol delivery system or any other company qualified combination. The manufacturer internal reference number is: (B)(4).